Manufacturer narrative:
The analysis of battery charger 2 was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The line filter for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the line filter, motor battery charger, battery charger 1 and battery charger 2 were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The motor battery charger was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery charger 1 for the imaging system was returned to the manufacturer for evaluation. Testing found that there was no output of dc voltage from channel 2 on the board. The suspect line filter and battery charger 2 has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the charger board of the imaging system was not powering on. There was no patient present when this issue was identified. No additional information was provided.